Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. On or about (B)(6) 2001, plaintiff had a mesh implanted, which allegedly caused injury. Since this is a potential legal matter, the case had been turned over to legal counsel and further info obtained through investigation ort discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if add'l info comes to its attention.

Manufacturer narrative:
We are unable to fully investigate this event as no catalog number, lot number or sample provided. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through the investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if add'l info comes to tis attention.